Event description:
During a trach procedure, the suture needle broke in the pt. The suture needle was retrieved without injury to the pt. Bronchoscopy was performed at the time of the procedure and was used to retrieve the needle. (B)(4).